Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's internal battery was depleted and a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation. The allegation that the device had a ventilator inoperative condition was unable to be confirmed. The allegation that the internal battery was depleted was confirmed. A "service required" code relating to the device's internal battery was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's internal battery was depleted and a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.